Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain, vomiting and diarrhea. On the same day as onset, the patient was hospitalized for the event. Six days after being hospitalized, the patient was discharged from the hospital and the patient began treatment with vancomycin (2 grams, twice a week) intraperitoneally for peritonitis. At the time of this report, vancomycin treatment was ongoing. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the peritonitis was resolving, the patient was recovering, and extraneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.